Manufacturer narrative:
Advanced failure analysis found the large needle driver instrument was analyzed and found to have one severely bent grip causing misalignment of the grip-tips. There was a 0.93 mm offset at the tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one bent grip causing them to be misaligned. The grips were not found to be cracked. There was a 0.93 mm offset at the tips. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy procedure, the large needle driver instrument was found to have misaligned tips making it impossible to hold a needle. The needle fell into the patient's body without causing injury. The needle was retrieved from the patient. The bed side assistant retrieved the needle. Once removed, the bedside assistant confirmed the removal of all needles that entered the patient and returned them to the scrub technician. The issue was resolved by replacing the instrument, no photos or videos are available, and the instrument is being returned for evaluation. No post-operative tests were performed because the final counts were correct.